Event description:
It was reported that externalized conductors were observed during device change out for normal eri. The patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced. The patient condition was good.